Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial lead (non-boston scientific product) impedance of this pacemaker system increased from 483 ohms to the range of 1800 ohms since the previous june. The pacemaker remains in service at this time and no adverse patient effects were reported.

Event description:
It was reported that the right atrial lead (non-boston scientific product) impedance of this pacemaker system increased from 483 ohms to the range of 1800 ohms since the previous june. The pacemaker remains in service at this time and no adverse patient effects were reported. This device was subsequently explanted for normal battery depletion and returned to boston scientific.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that the right atrial lead (non-boston scientific product) impedance of this pacemaker system increased from 483 ohms to the range of 1800 ohms since the previous (B)(6). The pacemaker remains in service at this time and no adverse patient effects were reported. This device was subsequently explanted for normal battery depletion and returned to boston scientific.